Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was oozing liquid and the liquid ate up a rubber band. No data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. The receiver has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was oozing liquid and the liquid ate up a rubber band. The receiver has been provided for evaluation. A visual inspection was performed and passed. A charge and boot test was performed and passed as the receiver has voltage. A review of the device log was performed and no data related to the customer complaint was found. A receiver functional test was performed and passed. An internal visual inspection was performed and it passed. The customer complaint of the receiver oozing liquid was not confirmed. The probable cause could not be determined.